Event description:
The customer's mother reported the customer received an error-4 display message on her blood glucose meter when a test strip was inserted into the port. Additionally, the customer's mother reported that due to the meter not working, the customer experienced vomiting, and was taken to a hospital where she was diagnosed with hyperglycemia and treated with an intravenous insulin medication and fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.